Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.50/2.5/090 (sphere/cylinder/axis) was inserted upside down and torn upon removal. Backup lens was implanted successfully. No patient harm was reported. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.